Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A peritonitis is a know complication of peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension. The abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental med watch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient developed abdominal pains and was diagnosed with peritonitis. The patient required surgery, they found tube migration and a leak next to the peg. The peg was removed, the hole in the stomach was stitched and they established a jejunostomy for the purpose of continuing duodopa treatment. The peritonitis resolved on (B)(6) 2017.